Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). An attempt has been made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed from the patient's left eye as the surgeon noticed a broken haptic and part of the lens (lens was damaged). Another lens of same model was placed as the replacement during the same procedure without any issues. Account provided that the lens was possibly loaded incorrectly; however, the user could not confirm the statement. A suture was placed as a standard of care. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into three pieces, which is consistent with a lens handled during removal. Further inspection revealed a damaged haptic and a detached haptic. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue lens damaged could not be confirmed. The complaint issue haptic damaged, can be confirmed; however this may be attributed to handling during removal. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.